Manufacturer narrative:
This device is not approved for the sale in the us. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report# 1627487-2014-25654. It was reported the pt (B)(6) lost stimulation. Lead diagnostic testing revealed high impedance measurements. In turn, the physician explanted and replaced the pt's extensions which resolved the issue.